Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the meter is designed to report readings of 40 mg/dl to 500 mg/dl obtained from a sensor scan. It should be noted that this meter does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl obtained from a sensor scan.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor scan. Customer further reported he experienced unspecified symptoms of hyperglycemia and was seen at a hospital where a reading of 539 mg/dl was obtained on the hospital meter. He was diagnosed with high blood sugar and administered insulin (dose/type unknown).

Event description:
Customer reported he received a message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor scan. Customer further reported he experienced unspecified symptoms of hyperglycemia and was seen at a hospital where a reading of 539 mg/dl was obtained on the hospital meter. He was diagnosed with high blood sugar and administered insulin (dose/type unknown).

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.